Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the spiral tubing detached at the stent stop. The stent stop was deformed. The spiral tubing was twisted and deformed at the break site. Gaps between the spirals were visible along the tubing. A longitudinal scratch was visible on the taper tip. Bunching/kinking was observed along the graft cover. The reported deformation was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft limb was implanted in the patient for the endovascular treatment of a type ib in a previously implanted endo prosthesis . During the procedure it was reported the device was introduced using a 16 fr sheath. It was reported there were no issues encountered during device delivery but when removing the delivery system from the sheath it was noted that the tip capture was broken and had detached from the delivery system. It was reported the tip capture was retrieved by goose neck snare and relining was completed 4 days later per the physician, the event was due to a manufacturing mistake. No additional clinical sequalae were reported and the patient is fine